Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection and during the device evaluation a reportable malfunction was found when the device was not turning on and the converter had failed. The complainant¿s alleged reportable malfunction of ¿no image displayed¿ was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined for the alleged and observed reportable malfunctions. The likely cause of the device not turning on was due to failure of the power unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video systems center did not display an image. The issue occurred at preparation for use. There were no reports of patient harm.